Manufacturer narrative:
(B)(4). Batch # r9496e. Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched and had evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. During functional testing on a gen11, an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. The batch history record was reviewed and there were no defects, protocols, or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported by the sales rep that during a laparoscopic hiatal hernia redo, the harmonic device gave error code "clean blade." The scrub tech saw nothing on the blade, but attempted to clean it with a wet 4x4. The surgeon tried to use the device and the "replace instrument" error code appeared on the generator. The case was completed with a new harmonic device of a different product code. There were no patient consequences reported.